Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be an additional implant. It was alleged by the patient's attorney that two meshes were excised on (B)(6) 2008. The medical records provided do not contain information beyond (B)(6) 2008. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Also indicated, was that the patient developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may n ot have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2009-00190 for information related to the composix e/x mesh implanted on (B)(6) 2006.

Event description:
The initial attorney report alleged recurrent hernia, additional surgical intervention, and manipulation of mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2006 - patient underwent laparoscopic repair of incisional ventral hernia with composix e/x mesh. (B)(6) 2006 - patient underwent laparoscopic repair of recurrent ventral hernia with composix e/x mesh. It was noted that the small bowel was adherent to the site of the hernia and the previous mesh. It was noted that the mesh implanted on, (B)(6) 2006 had become infected. (B)(6) 2008 - patient underwent repair of recurrent ventral hernia. It does not appear that any previous placed mesh was excised or that additional mesh was placed for the repair.